Manufacturer narrative:
A case study and literature review" for results on the procedure and patient outcome. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. Pneumonia is also a common complication of therapeutic hypothermia therapy. There was no device malfunction. The pneumonia is unrelated to the device but due to the procedure. Therefore, it is reasonable to conclude that the pneumonia was due to the hospital stay and the patient's underlying condition.

Event description:
The following information was accumulated through a literature article titled "increased venous thrombosis associated with therapeutic cooling catheter in a patient with cardiac arrest: a case study and literature review" was published in july 11, 2011. The paper reported that a 65 year old woman with a history of essential arterial hypertension suffered an out-of-hospital ventricular fibrillation and cardiac arrest. The patient was comatose and admitted into the ICU, where cooling was initiated using an icy catheter. An icy cooling catheter was placed into the right femoral vein. Intravenous hypothermia was started 1 hour and 30 minutes after the cardiac arrest with a goal temperature of 33 ° c at the maximum cooling rate and the patient was transferred to the critical care unit. The target temperature was reached four hours after the cardiac arrest and was maintained at this temperature for 48 hours. After 48 hours, rewarming was initiated. The patient developed acute early respiratory failure, following severe pneumonia and severe respiratory distress syndrome. Although no neurological impairment was observed, on day 4 physical examination of the right inguinal area and echo-doppler examination revealed an extensive catheter related thrombophlebitis with right ileocaval vein occlusion. Angio-tac was done that showed small, sub segmental basal pulmonary thromboembolism on the right. Anticoagulant treatment was started with low-molecular-weight heparin. The patient was extubated on day 25 and moved to the main hospital for defibrillator implant and to continue baseline cardiopathy study for eventual surgical correction.